Event description:
No thread tap used, primary stability was achieved, implant didn't achieve osseointegration, implant was completely covered by bone, infection, pain, inflammation, mobility, after 15 days patient claimed about pain, implant extraction.